Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lysis of adhesions, culdoplasty, anterior/posterior colporrhaphy, and abdominal sacral colpopexy due to stage 3 vaginal prolapse, cystocele/rectocele and recurrent sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent local incision of vaginal suture and mesh on (B)(6) 2004 due to previous sacral colpopexy with subsequent dyspareunia and granulation tissue. (B)(4).